Manufacturer narrative:
Product ID 3889-28, lot# va0yk9m, implanted: 2015(B)(6); product type lead. (B)(4).

Event description:
The patient stated via representative during post implant follow up, that one day over the weekend, the incision site was red and blistering, was warm, and & hard as a rock for a 6 inch diameter around the incision site. The patient stated he had turned off the device, and left it off for a day, and if it didn't get better, he would go to the hospital but has not done that since. No further information was reported. Further follow up is being conducted to obtain additional information. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the consumer reported that no steps were taken to resolve the issue and it went away after 2-3 weeks. The issue with the incision site had been resolved and the patient was very happy. The patient did have a very large bruise pop up 2 weeks or so after surgery on the opposite side of the incision. They were a little worried so they called their health care professional (hcp) who said it was probably blood settling out. After another week or two, it went away and the patient was very happy. A follow-up report will be sent if additional information becomes available.